Event description:
On (B)(6) 2009, the pt reported her insulin cartridge fell out of her infusion device and the plunger remained attached to the piston rod. This resulted in a large amount of insulin spilling into the cartridge chamber. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.